Manufacturer narrative:
Following our investigation, we have concluded that the device worked as expected, and that multiple alarms were silenced by the staff. The customer was advised and provided with information about alarm and device behaviour. The evaluation outcome of the investigation is that there was no product malfunction. The whole device/system remains at the customer site. The troubleshooting that has already been done by the customers biomed is considered as all that is warranted for the customer's reported issue. The available information supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer stated that the device did alarm but that they did not hear it because the nurses were giving report at shift change. There was an allegation that a critical (red) alarm was overridden by a technical alarm (blue) while a patient desaturated followed by a cardiorespiratory arrest. This is being reported as a serious injury. It was reported that the patient had a diffuse hypoxic brain injury. No further information is available.